Manufacturer narrative:
The hcg+b reagent lot number was 66436305 with an expiration date of 31-may-2024. Last calibration performed was on 26-aug-2023 and was acceptable. Qc was performed and was within range. The alarm trace showed no alarms. The field service engineer (fse) found that the main water pump pressure was too high causing the sample rinse to be too high. The fse adjusted the pumps and the rinse levels to specifications. Calibration and qc were performed and they passed. Precision studies were performed and they were within specifications. The service actions (adjusting the pumps and the rinse levels) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 6000 e601 immunoassay analyzer when compared to a different cobas 6000 e601 immunoassay analyzer. Initial result: 1.06 miu/ml. Rerun result: 2917 miu/ml. A urine qualitative hcg test was performed and it was positive. The original sample was then rerun on another e601. The repeat result was deemed to be correct. The physician was notified verbally about the correct result.